Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: no image was displayed. A root cause could not be identified. Based on the results of the investigation, it is likely that corrosion on the plug unit caused the e315 (scope err: unsupported scope) error, resulting in no image being displayed. The most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope exhibited endoscope connection error e315. The issue occurred during inspection for use. There were no reports of patient involvement.